Event description:
The customer's father reported via phone call that there was fluid under the lcd display of the insulin pump and that the insulin pump was not working. The customer's father stated that the insulin pump was beeping as well. The customer's blood glucose was over 200 mg/dl. The customer's father confirmed that the issue did not result in a serious injury or hospitalization. The customer's father stated that the insulin pump was not dropped and that there were no visible cracks. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. The customer was advised that a replacement insulin pump would be sent. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and passed the self test with no error alarms or audio anomalies noted. No moisture damage was noted on the motor or vibrator assembly. However, moisture damage was found on the electronics assembly and battery tube assembly during the visual inspection. The insulin pump was received with minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.